Manufacturer narrative:
(B)(4).

Event description:
The customer reports: doctor was using the over the wire ptd to unclot a graph that was 5-6 years old with history of clotting. While using the ptd, the unit got stuck in the graph. While trying to unlodge the basket, the end snapped and the basket remained in the graph inside the body. The doctor then removed access from patient and referred them to the preferred vascular surgeon in the area to replace the graph that was having issue. The patient was discharged home.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: doctor was using the over the wire ptd to unclot a graph that was 5-6 years old with history of clotting. While using the ptd, the unit got stuck in the graph. While trying to unlodge the basket, the end snapped and the basket remained in the graph inside the body. The doctor then removed access from patient and referred them to the preferred vascular surgeon in the area to replace the graph that was having issue. The patient was discharged home.